Event description:
A malfunction code 15 was reported by the customer without any prior notable events. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with pump reset information, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which the caller acknowledged and understood.